Manufacturer narrative:
Concomitant medical products: non bd secondary set; 1000ml baxter bag ndc 0338-0125-04, lot 274746, exp dec19, lactated ringer¿s and 5% dextrose injection; 50ml baxter bag ndc 0338-3503-41, lot ld139069, exp 19nov20, cefazolin injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion the set leaked from a puncture near the upper fitment. Although requested, no further information has been received.

Event description:
The customer reported that during an infusion the set leaked from a puncture near the upper fitment. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report that the set leaked from a puncture near the upper fitment was confirmed. Visual inspection observed that the silicone segment had a pin hole near the upper fitment. Visual examination under magnification noted no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was observed in the silicone tubing near the upper fitment. The cause of the leak was a pin hole near the upper fitment. The root cause of the pin hole could not be definitively determined.